Event description:
An article from the japanese society of intensive care medicine was reviewed. The research article presents a case of a one year and 3 month old male infant with a history of persistent truncus arteriosus. A 17mm sjm mechanical heart valve was implanted on truncal valve. After the surgery, cardiac catheter test happened to detect immobile one leaflet by chance. It was considered that thrombi adhered on the leaflet. The patient was started to be administered t-pa 0.03mg/kg/hr and heparin 20u/kg/hr. The leaflet motion became improved for 4-days treatment. No additional information was available. [ the author and corresponding author of this article is hayashi, ken, md, kobe city medical center general hospital japan, ¿650-0047 hyogo, kobe, chuo ward, minatojima minamimachi, 2 chome-1-1 tel: +011(081)783024321 ]

Manufacturer narrative:
An event of thrombus on a mechanical valve leaflet which was restricting the leaflets motion was reported through a research article. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or additional patient information was received for analysis. Based on the available information, the root cause of the reported event of could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.